Event description:
The customer called to report that her blood glucose levels were dropping rapidly. Found that the customer is new to insulin pump therapy and she performed the manual prime while being connected to the infusion set. The customer received a large amount of insulin. The paramedics were then called to the customer's home for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.